Manufacturer narrative:
No pt info provided as no pt was present. Device manufacture date not available at time of this report. RMA issued. Replacement part shipped (B)(4) 2012. Part has been returned to MFR for eval.

Event description:
A medtronic rep reported that the spine clamp was bent. Discovered outside surgery. There was no pt present.

Manufacturer narrative:
The site is unable to locate the device in order to return it, therefore, no evaluation will be performed.